Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinsonian tremor, movement disorders, and dystonia. It was reported that the implantable neurological stimulator recharger (insr) was not coupling with the implantable neurostimulator (ins). No troubleshooting was performed as there was no access to the product. No symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) on (B)(6) reported that the issue was resolved and the patient is doing fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.